Manufacturer narrative:
The s/n label located between the belt clip rails has rubbed off and become illegible, and the middle keypad button is cracked. Did not note anything wrong with the reservoir tube lip. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir was damaged. Customer's blood glucose level was 9.9 mmol/l. Customer also stated that the reservoir was holding in place but issue was worst. The device will be returned for analysis.